Event description:
Caller reported an inform blood glucose result of 13 mg/dl and lab result of 125 mg/dl within 10 minutes. No adverse event was reported. Strips are not available for return.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).